Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided. User facility medwatch report received states: pt had coronary angiogram, left heart catheterization, and lv gram. During the procedure, a prowater wire was used to go in the rca. This went well and without difficulty. A subtotal lesion in small pda was found. An in-stent restenosis was ballooned using 3.0 x 10 mm chocolate balloon and then they deployed a 3.5 x 12 mm xience alpine drug-eluting stent with lesion reduction from 80% to 0% with timi 3 flow. They postdilated the lesion using 3.5 x 8 mm nc trek balloon and inflated it to 20 atmospheres. After that they were pulling out the prowater wire at the end of the case and the inner core of the wire was sheared off and left in the distal rca. The other part of the tip of the wire was in the guide. They extended the wire using the torque wire and placed the 2.0 x 20 mm over-the-wire balloon and it was advanced to the distal rca and beyond the tip of the wire. After that they pulled out both the balloon and wire as a unit and everything came out. Angiographic picture showed a patent rca. Concomitant product: stent: 3.5x12 xience alpine. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that during the procedure to treat a mildly calcified 80% stenosed lesion in the non-tortuous mid right coronary artery (rca), an asahi prowater 180 guide wire was advanced past the target lesion to the distal rca without issue. With the asahi prowater guide wire in place, successful pre-dilatation was performed using a 3.0x10 non-abbott cutting balloon, followed by successful deployment of a 3.5x12 xience alpine stent in the mid rca. Routine post-dilatation was then performed successfully using a 3.5x8 nc trek balloon, completing the procedure. After retracting the trek balloon over the asahi prowater without issue, an attempt was then made to withdraw the asahi prowater guide wire, but the distal tip of the guide wire became stuck in the distal rca (was unable to be advanced or retracted) and the distal tip became elongated due to plaque shift in the distal rca and the inner core of the prowater wire separated. Reportedly, none of the devices used in the procedure caused or contributed to the plaque shift; the mid rca stenting was performed 20mm proximal to the plaque shift. The plaque shift was a response to wiring the distal vessel area that caused the guide wire to become stuck. While the distal portion of the prowater was in the distal rca, the proximal portion remained in the guide catheter, thus, a 2.0x20 otw trek balloon was advanced over the distal tip of the asahi prowater and, with no inflation of the balloon, the trek successfully pulled back the asahi prowater tip; both devices were then withdrawn as a single unit without issue. No intervention was required for the plaque shift.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis; however, subsequent information revealed that the device is not available for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported physical resistance, difficulty removing the device, stretched coils and treatments to be related to circumstances of the procedure. A conclusive cause for the reported plaque shift (prolapse) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The device is manufactured by asahi intecc. Co. Ltd. (B)(4), registration number: 3003780911. (B)(4) distributes the device and is responsible for MDR reporting.